Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. A day post filter deployment, CT revealed non calcified pulmonary nodules within the chest. A few smaller ones are present within the right lower lobe. Within the mid left upper lobe, there is a peripheral 7mm one. There is one within the superior segment of the left lower lobe measuring 9mm. Within the inferior branch to the left pulmonary artery, there is an intraluminal filling defect reflecting an acute pulmonary embolus. Approximately five months later, CT revealed a filling defect in the ivc which may represent bland or tumor thrombus is poorly defined but significantly smaller than the prior exam. Eventually three months later, CT revealed no thrombus is identified within the filter. Some of the filter struts have penetrated through the wall of the ivc into the liver parenchyma. A month later unsuccessful retrieval attempt was made. After a two unsuccessful retrieval attempts the filter was removed successfully using a 16 french long vascular sheath placed to the ivc at the confluence of the iliac veins. Subsequent venogram revealed the ivc filter was grasped and then collapsed into the sheath and removed. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent dvt/pe. At some time post filter deployment, it was alleged that filter struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient experienced pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. A day post filter deployment, CT revealed noncalcified pulmonary nodules within the chest. A few smaller ones are present within the right lower lobe. Within the mid left upper lobe, there is a peripheral 7mm one. There is one within the superior segment of the left lower lobe measuring 9mm. Within the inferior branch to the left pulmonary artery, there is an intraluminal filling defect reflecting an acute pulmonary embolus. Approximately five months later, CT revealed a filling defect in the ivc which may represent bland or tumor thrombus is poorly defined but significantly smaller than the prior exam. Eventually three months later, CT revealed no thrombus is identified within the filter. Some of the filter struts have penetrated through the wall of the ivc into the liver parenchyma. A month later unsuccessful retrieval attempt was made. The tensor made to retrieve the filter with several different snare devices without success. After a two unsuccessful retrieval attempts the filter was removed successfully using a 16 french long vascular sheath placed to the ivc at the confluence of the iliac veins. Subsequent venogram revealed the ivc filter was grasped and then collapsed into the sheath and removed. Therefore, the investigation is confirmed for perforation of the ivc and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent dvt/pe. At some time post filter deployment, it was alleged that filter struts perforated the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 04/2019.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent dvt/pe. At some time post filter deployment, it was alleged that filter struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient experienced pulmonary embolism; however, the current status of the patient is unknown.